Event description:
The reporter did two back to back blood glucose tests with results of 71 mg/dl and 16 mg/dl. She had symptoms consistent with her reading. The reporter stated that she takes blood thinners and has a hard time getting a good blood sample. A control solution test result was in range 123(90-135).